Event description:
It was reported that the pump emitted loss of prime warnings multiple times after the pump was exposed to water. A family member stated that after each warning the patient was disconnected from the infusion site, the pump was primed, and another loss of prime warning occurred immediately. During evaluation the force sensor was found to be out of calibration.

Manufacturer narrative:
The pump was returned to animas for evaluation. A previously unreported pump case crack at the display lens site was observed; testing revealed a leak through the crack. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Evidence of moisture was observed on the battery terminals, force sensor plate, motor flex connector, and sockets. During evaluation the force sensor was found to be out of calibration.